Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc l device at l5-s1 on (B)(6) 2024. The patient had on-going pain with no malfunction of the device. The implant was removed on (B)(6) 2025 and the patient was fused. A review of the dhrs found no anomalies associated with the complaint. Complaint trending found the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. No device evaluation could be completed as the hospital did not release the implant following the removal surgery. No imaging was provided but the surgeon stated that he didn't believe the patient's symptoms were caused by the device. No anomalies were identified during the complaint investigation. The removal was completed due to the patient's ongoing pain. The submission is 3 of 3 devices involved in this event.

Event description:
A patient was implanted with a prodisc l device at l5-s1 on (B)(6) 2024. The patient had on-going pain with no malfunction of the device. The implant was removed on (B)(6) 2025 and the patient was fused.